Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: leak. Based on the results of the investigation, and since the reported malfunction was not reproduced, a root cause could not be identified. Based on the results of the investigation, a root cause for the malfunction identified during the device evaluation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had white balance issue. The event occurred during set up before use. There were no reports of patient harm.